Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: over filled per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. (Tflex-450 units.) Root cause: cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Reportedly, customer overfilled the cartridge and loaded cold insulin into the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 100-150 mg/dl.